Event description:
It was reported that upon opening the outside packaging for an inflatable penile prosthesis (ipp) reservoir, a black colored hair was observed to be inside of the sterile packaging and near the tubing. An alternative reservoir used instead. There were no patient complications reported.

Event description:
It was reported that upon opening the outside packaging for an inflatable penile prosthesis (ipp) reservoir, a black colored hair was observed to be inside of the sterile packaging and near the tubing. An alternative reservoir used instead. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) reservoir was thoroughly evaluated. The component was received with the inner sterile packaging opened. The reservoir was visually and microscopically inspected and leak tested. No visual damage was identified and the reservoir passed leak testing. Product analysis did not identify any functional issues with the returned reservoir; however, based on the reported allegation and images received, device contamination was confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.